Event description:
Event description guidant received information that during the implant of lead (4087,221525) six unsuccessful attempts were made to fixate this lead into the patient's right ventricle. After these attempts, it was noted that the helix failed to extend / retract. When the physician attempted to remove the lead from the patient's heart, the lead appeared to be hanging onto tissue in the heart even though the helix was in the retracted position. Upon turning the the lead body counter clock-wise, the lead was freed. At this time it was observed that the patient's blood pressure started to decrease. Attempts to place a second lead (4087, 221801) were unsuccessful, and the procedure was abandoned due to the worsening of the patient's condition. Shortly after the patient died. It was presumed by the physician and medical staff that the right ventricle was perforated.